Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarm noted. The test reservoir units left matches properly to the units left in the pump status screen noted. No moisture damage found on motor, battery tube, vibrator assembly and electronics. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.